Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, documentation, instructions for use (IFU), quality control, and inspection of photographs of the device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Inspection of photographs provided by the customer revealed that the distal tip of the sheath appears to be wrinkled whereas the dilator appears to have a split/ tear at the distal end hole. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the health risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a runoff - leg angio procedure, the physician was trying to gain access in the common femoral region. While pushing through the skin, the device kinked/bunched up. It would not pierce through the skin. The physician removed the device and used another to proceed with the case and all went well. There was reportedly no adverse effects to the patient.